Event description:
It was reported that a customer's pump screen was broken and the screen remained black. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.